Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the physician's dell x50 handheld programming computer was not able to charge. The handheld computer was returned and underwent analysis. Analysis found that the power portion of the serial adapter had a break in the conductor of the cable resulting in an inability to charge. No anomalies with the software or the handheld computer were present. Once the serial adapter was replaced, the computer was able to charge normally. The handheld computer was reportedly stored properly and no mishandling was present.